Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested, and examined using a microscope. There was a hole at the reservoir strain relief that was the result of sharp instrument damage which probably occurred during the explant surgery. The reservoir kink resistant tubing (krt) was observed to be kinked. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested, and examined using a microscope. A cylinder had a leak near the proximal cylinder body that was the result of sharp instrument damage which probably occurred during the explant surgery; a hole in the outer tube was present. The cylinder krt was worn down to the filament. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The cylinder tubing was plugged with a metal cap. No leaks were found. The pump kink resistant tubing (krt) to the cylinder with a metal cap was trimmed down to the appropriate length prior for functional testing. The pump was functionally tested and did not pass activation test 2 and test 3. Product analysis identified pump malfunction with the returned device.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. No patient complications were reported. Product analysis identified pump malfunction with the returned device.